Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that their ccu acuity system's cpu spontaneously rebooted, it booted as far as the command prompt but failed to start acuity- the keyboard was locked up; a reboot was performed by the on-call biomed using the power switch on the cpu. On this reboot acuity loaded and the system functioned as expected. This resulted in a temporary inability to centrally monitor patients, however bedside monitoring was not affected. There was no report of any patient harm as a result of the reported events. The customer did not provide any patient information.